Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-mar-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 27-mar-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that implanted implantable neurostimulator leads were identified with high impedance in both leads (greater than 40,000) during connection and interrogation with impedance assessment, and the issue remained ongoing. Patient told healthcare provider (hcp) that they are interested in getting new leads to hopefully remedy the high impedance issues. Hcp agreed to start the process for lead replacement surgery. No specific date for surgery available yet but the plan is to proceed as soon as able to. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.